Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator interface board, the power supply, and the collimator node was replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system was not communicating to the table and that the over head light would not light up. No patient injury was reported.